Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on an unknown date and suture was used. During the procedure, when suturing the dermis on wound closure, the needle became detached from the suture on the way and the needle was lost in sight. The surgeon thought that the needle fell out of the surgical field instead of inside the body, so the surgeon proceeded to suture the wound with a new needle, while looking out for the fallen needle. After completing the suture, there was also no needle in sight, so an x-ray was performed. A shadow that looked as if the needle was inside the body was seen, and additional fluoroscopy was performed. After fluoroscopy, the needle was confirmed to be inside the body, so when the wound was opened again, the needle was found to have fallen into the subcutaneous area and it was removed. Additional suture was performed to complete the case. The effect on the patient was the risk of a small amount of exposure due to additional fluoroscopy, and an increase of the entire body load due to the extension of the operation time by about 1 hour and half. Additional information as requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary- the product was returned to ethicon for evaluation. One used needle and one used suture were received for analysis. Product code pdp509g. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and it was observed crushed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? ¿gallbladder what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality. How was the suture placed (interrupted or continuous)? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. What instruments were used to grasp the needle? Needle grasper. Where was the needle grasped during use? Refer the investigation result. Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. No, but need to removal needle. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Anesthesia time and did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Exposure to x-rays. What is the patient's current status? No problem. Lot number? => unk.